Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.

Event description:
Received information stating customer saw insulin squirt back out of the cartridge after loading 300 units of insulin. Reportedly, fill estimate was inaccurate. Reportedly, customer's blood glucose level was not impacted.